Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor needs to be replaced to address the issue. Several "service required" codes were found in the ventilator's downloaded error log. The device's power management board needs to be replaced to address the issues. The device failed a step during testing. The device's interface board needs to be replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor needs to be replaced to address the issue. Several "service required" codes were found in the ventilator's downloaded error log. The device's power management board needs to be replaced to address the issues. The device failed a step during testing. The device's interface board needs to be replaced to address the issue. The blower motor was returned to the manufacturer's product investigation laboratory and contamination was observed inside the impeller housing and the outside of the output blower motor.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor, power management board and interface board. The blower motor, power management board and interface board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to seized bearings. The interface board was evaluated and the root cause of the interface board failing was caused by ferrite (e12) missing. The power management board was evaluated and was found to operate to design specifications.